Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, as supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked chemotherapy (chemo) drug. The reporter stated that after obtaining the bag of chemo from the pharmacy and upon opening the outer bag, wetness was noted. When the bag was pulled out from the outer bag, it was noted that the tubing was completely broke in half close to the bag. The set was also leaking above the white mark indicating where to insert the set in to the pump. This was identified during setup and preparation. There was no patient involvement. No additional information is available.